Event description:
It was reported that during spinal surgery, using a pedicle probe and feeler, the feeler tip broke off in the pt's vertebral body at l4 on the right; 2.5 cm of the probe remained in the pt. After 20 minutes of the surgeon trying to extract the broken end, the surgeon decided to put the pedicle screw into the hole and verified using x-rays that the probe was not dislodged. The tip was verified as being fully contained in bone. The pedicle screw was stimulated and seen to be in the normal range.

Manufacturer narrative:
(B) (4): x-rays were not provided to the manufacturer. The probe was returned for eval. The probe is bent from approx. 35 mm to the end of the tip; approximately 25 mm of the tip is missing and was not returned for analysis. Microscopic examination of the fracture revealed a fairly tortuous fracture surface and no indications of fatigue were visible, suggesting the failure was due to bending stresses. A review of the device history records did not identify any applicable non-conformance to specification. It was reported by the manufacturer representative that the event date and implant date was (B) (6) 2009. It was reported by the user facility that the event date was (B) (6) 2009.